Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The provided photo was visually evaluated and underfill was observed. Additionally, 100 retained samples were inspected, with no visible defects observed. Functional tests were performed on 10 retained samples, and all tubes were found to be within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.